Event description:
A malfunction was reported on the pump, with code malf 16 displayed. There was no information available about any adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the issue recurred, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy.